Event description:
The hub of the sheath snapped off at the end of the procedure when trying to remove the sheath and had to pull sheath by itself. The case was completed and pt did not have to undergo any add'l procedure. Update 12/02/2014: per rep, another sheath was not required to complete the procedure. The procedure had already been completed with the device in question when the incident occurred. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The product was not returned for evaluation; however, a photo image was provided. A review of the complaint history, device history record, instructions for use (IFU), quality control (qc), trends and a visual examination of the provided photo was conducted during investigation. A visual examination of the product photo shows that the check-flo assembly had become disconnected from the sheath. It was noted that the cap remained attached to the check-flo assembly. No visible damage or deformation in any of the product components was observed. There are various inspections verifying the integrity of this device; which includes quality control personnel confirming that the flare on the proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. In addition, the coils in sheath are verified to continue into the cap. An instructions for use (IFU) is provided that states: "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." The manufacturing record was reviewed, and nothing of note was observed. Detection activities have been conducted, and the root cause for this failure cannot be determined. We will notify the appropriate internal personnel and will continue to monitor for similar complaints. Per quality engineering risk assessment (qera), no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.